Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Investigation outcome: it was reported there was no delivery of gases during high flow o2 therapy. Measured gas delivery displayed on screen reads between 0.0 lpm and 0.3lpm. Device did not alarm or indicate that there was issue with the "gas delivery". There was no report of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. The device logs shows that the device was switched on and that an attempt was made to start therapy in hiflowo2, which matches what was reported. After hiflowo2 was selected, the device repeatedly switched between hiflowo2 and standby, indicating that hiflowo2 operation was being started but could not be kept stable, either because the start conditions were not met continuously or because the device immediately transitioned back to standby. It was advised to perform full service software and verify device operation. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.

Event description:
Hamilton medical ag received the following event description: "no delivery of gases during high flow o2 therapy. Measured gas delivery displayed on screen reads between 0.0 lpm and 0.3lpm. Device does not alarm or indicate that there is issue with gas delivery." - no health consequences or impact - no intervention necessary.